Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient never had therapeutic effect, the therapy had never worked and their symptoms were just the same as they were prior to the implant. They had tried all four programs and different intensities with no success. Additional information was received from a healthcare provider (hcp). It was reported the patient had pain/pressure on their rectum, leakage/incontinence, urgency and urine retention. The device was turned off on (B)(6) 2012 and follow up occurred one week after. Reprogramming occurred on (B)(6) 2012 with good results, electrode impedances were within normal limits, and the patient stated they felt the stimulation vaginally. Additional information was received from a patient. It was reported the patient had the device shut off three years ago (2013) and their hcp was aware of the situation. The patient stated that since implant they could feel the implantable neurostimulator (ins) was hitting a nerve that caused pain down their right leg. The patient noted they did not feel stimulation and had no intention of following up with their hcp; they stated they would just leave it implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.